Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR: 2134265-2014-01829; 2134265-2014-01830. It was reported that automatic pullback failure occurred. A 120v ilab cart ultrasound imaging system was used in conjunction with an unspecified bsc imaging catheter in an unknown procedure. During the procedure, the physician tested the motor drive in attempt to perform pullback but automatic pullback failed. The procedure was completed by manual pullback. No patient complications were reported and the status of the patient is fine.